Event description:
2013-08-30 crts 2991657 (con): it was reported that the implantable neurostimulator (ins) was to be explanted at a future date due. The patient was no longer having bladder issues and had not used stimulation in a year. It was stated that the ins was so uncomfortable that he had an appointment to get it removed.

Manufacturer narrative:
Product ID: 3093-33, lot# v926210, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).